Event description:
It was reported that when the kit was opened, they found the ampule of lidocaine was broken. As a result, the kit was not used and a new kit was opened and placed successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.